Manufacturer narrative:
(B)(4). There was reuse of the disposable products, which is a user error. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine during fill four of four, it was found that a home patient (hp) had reused supplies for therapy. The hp had connected the bags incorrectly the previous night with the extraneal bag on a supply line and a supply bag on the final line. The hp removed the bag on the final line and replaced it with a new bag. The technical service representative (tsr) explained to the hp that the setup had been compromised and assisted the hp in ending therapy. The hp was to complete therapy with manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.